Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc balloon catheter found contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded. The hypotube was separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple bends through out the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was moderately calcified which likely contributed to the reported difficulties as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the catheter, the hypotube outside of the anatomy was manipulated such that the hypotube ultimately separated. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and crossing profile were measured and met manufacturing criteria. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the mid left anterior descending coronary artery with moderate calcification. An attempt was made to advance the voyager nc; however, the device could not cross the calcified lesion, and the proximal shaft separated outside the anatomy. A new voyager nc was used to complete the procedure. There were no adverse patient effects. No additional information was provided.